Manufacturer narrative:
The lens was not returned for evaluation and the lot/serial number was not provided, therefor a device history record (DHR) review could not be performed. Because the lens was not returned, it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of calcification is multi-focal. Three major types of calcification have been previously identified. The primary form refers to calcification due to factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the available information, the root cause for this report event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that lens is scheduled to be explanted due to presumed calcification. Lens serial number is currently unknown. Additional information was requested but has not been received.

Manufacturer narrative:
Additional information related to the lens was obtained and it was determined that the lens model is hydroview 1.0. Therefore, FDA exemption e2008011 is applicable to this reported issue.